Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
It was reported that the patient¿s ipg has reached its end of life. It is unknown if this occurred prematurely. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored.